Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that a sensor error occurred. The sensor was inserted into the abdomen. The date of event is an approximation. Per documentation, between (B)(6) 2025 through (B)(6) 2025, the patient (pt) experienced recurring sensor errors with his dexcom g6 continuous glucose monitoring (cgm) device, which had been inserted in the abdomen. The patient uses the insulet omnipod 5 system in a modified closed-loop configuration. The patient did not attempt to replace the sensor, as this was the first time he had encountered such an issue and assumed it would resolve it on its own. On the morning of tuesday, (B)(6) 2025, he began feeling unwell. Upon checking both his dexcom g6 app and insulin pump, he noted a "high" glucose reading. Prior to this, he had been receiving repeated sensor error alerts on both the cgm display and the insulin pump. During one of these error episodes, the patient manually checked his blood glucose, which measured 192 mg/dl. In response, he administered 10 units of insulin. However, by approximately 7:00 am the same day, he continued to feel unwell. The dexcom g6 sensor was still not communicating with the pump, a problem that had persisted for several days. He then administered an additional 15 units of insulin. As his symptoms worsened significantly, the patient sought medical attention and was admitted to the hospital later that evening. His blood glucose levels continued to rise, eventually exceeding 500 mg/dl. During his hospital stay, he was treated with IV fluids and IV insulin. The patient was discharged on wednesday, (B)(6) 2025, at approximately 3:00-4:00 pm. During a follow-up call on (B)(6) 2025, he confirmed that he was feeling better and in stable condition. Data was provided for investigation. The allegation was confirmed via data. The probable cause for no readings/ sensor error/ brief sensor issue was determined to be sensor noise on (B)(6) 2025. No additional patient or event information is available.